Event description:
It was reported that after approximately seven minutes of activation during treatment of an occluded iliac, the distal tip of the recanalization catheter detached. No attempts were made to retrieve the detached segment. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device was not returned; therefore, the complaint investigation is inconclusive for tip detachment. Per the reported events, the catheter was activated for approximately seven minutes; a five minute activation time is recommended in the current IFU (instructions for use), therefore, it is possible that the activation time contributed to the reported event; however, the definitive root cause for this event could not be identified. Per the current IFU, the user should not exceed five minutes activation time as a crosser catheter malfunction may occur. Additional, specific directions for the use of support catheters, adverse events and interventional use are included in the IFU.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information. This information was updated in the appropriate sections.